Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. The screen of the unit went black and an alarm was generated due to board failure of pressure sensor/pressure sensor circuit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
It was reported to olympus that the high flow insufflation unit was dead/did not turn on. The issue was found during reprocessing, there were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, d8, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.